Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pain ("pain") and pregnancy with contraceptive device ("unintended pregnancy") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant) and tooth disorder ("dental issues"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (essure removal on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pain, pregnancy with contraceptive device and tooth disorder outcome was unknown. The pregnancy outcome was not reported. The reporter considered pain, pregnancy with contraceptive device and tooth disorder to be related to essure. Further company follow-up with the lawyer, lawyer or lawyer is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("bilateral ostia were visualized and perforation noted at midline fundus ,no essure coils noted in the endometrium, confirmed pelvic location of the essure coils possibly intrauterine."), pelvic pain ("pain/pelvic pain"), pregnancy with contraceptive device ("unintended pregnancy") and tooth disorder ("dental issues/ dental problems") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted" and device ineffective "device ineffective". The patient's medical history included pain in hip. Patient had the essure, devices placed in 2010 for sterilization. She did not complete post procedure hsg and got pregnant 2 years. Concurrent conditions included pap smear abnormal, tobacco abuse, leg pain, wrist pain, joint pain, numbness, abdominal cramps, unilateral leg pain, anxious mood, asthma, human papilloma virus infection and overweight. Concomitant products included curcuma longa (turmeric), medroxyprogesterone acetate (depoprovera), misoprostol, salbutamol and varenicline tartrate (chantix). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tooth disorder (seriousness criterion medically significant), arthralgia ("hip pain"), abdominal pain ("abdominal pain"), migraine ("migraines"), headache ("headaches"), vision blurred ("vision/eye problems- type: blurry vision at times"), fatigue ("fatigue"), confusional state ("neurological conditions or problems type: confusion") and aphasia ("problems finding words") and was found to have weight increased ("weight gain/ loss (specify which one) weight gain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and pain in extremity ("right leg pain") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (salpingectomy laparoscopic, salpingectomy laparoscopic (bilateral removal of fallopian tubes) and teeth extractions,). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, pelvic pain, pregnancy with contraceptive device, tooth disorder, arthralgia, abdominal pain, migraine, headache, vision blurred, weight increased, pain in extremity, confusional state and aphasia outcome was unknown and the fatigue had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, aphasia, arthralgia, confusional state, fatigue, headache, migraine, pain in extremity, pelvic pain, pregnancy with contraceptive device, tooth disorder, uterine perforation, vision blurred and weight increased to be related to essure. The reporter commented: insertion details:- the endocervical canal and uterine cavity appear normal. Three coils were visualized in the endometrial cavity on the right side and two on the left. Current weight 195 lbs. Finding most consistent with an intrauterine pregnancy, possibly a twin pregnancy given presence of 2 yolk sacs. The fetal pole was barely discernible and no heart tones were detected. A small collection of subchorionic fluid is present. Patient experienced another pregnancy episode in april 2015 which is captured under case 2019-083108 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Ultrasound scan - on an unknown date: fetal heart activity absent.. X-ray - in (B)(6) 2017: confirmed pelvic location of the essure coils possibly intrauterine.. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: mr received : reporter information was added. Product indication was added. New event was added. Uterine perforation. Concomitant history and concomitant drug were added. Lab test was added. On (B)(6) 2019: pfs received: reporter's information updated, medical history, concomitant drugs were added. New events: migraines / headaches, neurological conditions or problems type: confusion and problems finding words, vision/eye problems type: blurred vision on occasion, fatigue, leg pain, weight gain / loss specify which one: weight gain were added. Severity of event right leg was updated as severe. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pain ("pain") and pregnancy with contraceptive device ("unintended pregnancy") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pain (seriousness criteria medically significant and intervention required) and tooth disorder ("dental issues") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (essure removal on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pain, pregnancy with contraceptive device and tooth disorder outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered pain, pregnancy with contraceptive device and tooth disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 26-mar-2019: quality safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.